Event description:
It was reported that, during pre-use testing, the nurse observed that the tracheal tube cuff leaked air. There was no patient involvement and no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).